Event description:
It was reported that deflation issues and removal difficulty occurred, requiring additional intervention. The patient was being treated for acute myocardial infarction and received emergency coronary interventional therapy. The moderate to severely stenosed target lesion was located in the left anterior descending artery. The 3.0mm x 15mm quantum maverick balloon catheter was advanced for post-dilatation. During the procedure, after negative pressure was applied, the balloon would not deflate. The pressure pump was immediately used for repeated suction, and the device was finally and successfully withdrawn from the patient. Repeated angiography was performed, and it was confirmed that no vascular damage was found in the patient. The procedure was completed with another of same device. The patient was in good condition post procedure.